Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had woken up to a high blood glucose that was over 400 mg/dl. The customer stated that they treated the high blood glucose with manual injections. They delivered a bolus while lying in bed and had noticed a leakage at the site and around the tape. They changed the infusion set. They declined troubleshooting for the high blood glucose. The device was not returned for analysis.